Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of over 500 mg/dl even after treating with 50 units of insulin. Customer declined troubleshooting for high blood glucose and stated that he would call healthcare professional.